Manufacturer narrative:
(B)(6). Carefusion staff spoke with the reporting biomed (as the facility will not share their incident report). He states that there was a leak while on a pt. The pt was switched to another ventilator. He states that the pt did not suffer any ill affects. The problem was resolved by switching out the compartment assembly and adding the checking of this component to the pm.

Event description:
Leak. Carefusion customer advocacy received the following report: "biomed indicated the issue was associated with a leak which was created due to worn exhalation compartment assemblies (water trap silicone seal, exhalation rubber elbow). He indicated that they have since changed to using filter water trap combo item# (B)(4) and are changing the rubber elbow item# (B)(4)".